Event description:
It was reported that the pump battery intermittently depleted quickly, and subsequently the pump shutdown. The customer experienced an elevated blood glucose (bg) range from approximately in the low 200's to 515 mg/dl. Reportedly, the event caused the customer to experience high levels of ketones. A manual injection was administered to address bg. The customer continued to use the pump for insulin therapy.